Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core 2m quickconnect cable and glidescope core smart cable used during the reported event. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image issue. The monitor was tested extensively with multiple test devices and cables and no failure was found. No physical damage was found to the monitor or cables. Microscopic inspection of the smart cable showed minor wear on the hdmi connector but no sign of actual damage. The monitor and both cables passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the glidescope core system was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that the screen on their glidescope core 15-inch fhd monitor went black during a bronchoscopy. No delay in the procedure, use of a backup device, or harm to the patient was reported.